Event description:
The customer reported to olympus the gastrointestinal videoscope had damage to the insertion tube. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was a dent in the connection tube due to a handling issue. Upon further inspection, it was observed that foreign objects were in the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that watertightness was lost due to a crack in the scope connector. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive of the bending section cover had a chip and a white-clouded area due to chemical or physical stress. It was also observed that the adhesive around the light guide lens was peeled. Lastly a scratch was observed on the bending section cover and on the connecting tube due to physical stress. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer indicated that the facility delayed the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer immersed the endoscope in detergent solution. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, however, it is possible that the foreign matter remained in the nozzle due to the customers reprocessing deviation from the instruction manual . The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". ¿inspection of entire endoscope¿. ¿9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿. ¿inspection of water supply¿. ¿1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Olympus will continue to monitor field performance for this device.